Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was "very bright and blurry." Reportedly, the display issue made it difficult to interact with the graphics and text. The customer's blood glucose was 67 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting, however, a response was not received.